Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7074425.

Event description:
It was reported that the spinal cord stimulation (scs) leads migrated and the patient experienced inadequate stimulation. The patient underwent a procedure where the leads were replaced. Post operatively, the patient was doing well and getting good paresthesia coverage of their area of pain. The explanted leads were discarded by the physician and will not be returned for analysis.